Manufacturer narrative:
Additional information was received that the patient's wound was sore and red with brown discharge. The reported issue was resolved.

Event description:
A report was received that the patient developed an infection at the ipg site which was mild in severity. The patient was prescribed medication and is recovering. The non-serious adverse event is reported as being related to the study procedure.

Manufacturer narrative:
The explanted device will not be returned to bsn, it remains implanted in the patient. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg site which was mild in severity. The patient was prescribed medication and is recovering. The non-serious adverse event is reported as being related to the study procedure.